Event description:
It was reported that during the attempted implant of a pacing lead the pacing lead exhibited high impedance. It was also reported that the pacing lead exhibited noise and poor sensing. Fracture was suspected. It was also reported that there was air in the pocket. The pacing lead and catheter were removed and the pacing lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.